Manufacturer narrative:
Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. Visual inspection of the photo found that needle had pierced through the catheter tubing. The defect of needle through catheter was confirmed. Additionally, there was media present inside the catheter tubing and catheter adapter. As the unit had been used and media was observed inside the unit, it is unlikely that the defect occurred during manufacturing as the device would have been received with the needle piercing through the catheter tubing, making a venipuncture attempt unlikely. A needle spear through may occur in the user setting during tip adhesion break, during venipuncture if the needle is advanced at a wrong angle, or if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced the catheter tip splitting being defective and damaged. The following information was provided by the initial reporter. The customer stated: "inserted IV in left ac. Got blood return and went to pull back needle, there was resistance when I tried to pull it out the needle. So I pulled out the entire catheter and needle and that's when I saw that the catheter was split. None of the catheter remained in the patient's arm."